Event description:
Monarc sling implanted (B)(6) 2011; abdominal pain and constipation within a few days; when I returned to dr who did hysterectomy part she couldn't understand the pain (did not relate it to the mesh sling). Now having terrible urinary tract infections and constant vaginal burning along with the abdominal pain, especially at nigh.; in researching my problems, because my urologist tells me everything is fine, I found a comment on a competitor's product that the manufacturer of the propylene resin material safety data sheet states this resin is not to be used in making implantable medical devices. I would like to know if such a msds is available for the monarc product and how I can review.